Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an angel wing. The client is reporting that when drawing blood from a pt, the safety shield did not work, the needle remained in the pt arm and the nurse was left with the closed system in her hand; the pt suffered a hematoma. Compression of the vein and the needle was removed with a cotton swab.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.